Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a clavicle fracture plate broke post operative 6 weeks after the implantation on (B)(6) 2023. The patient further reported that no trauma has occurred. A revision surgery was performed on the (B)(6) 2023. *** 15-sep-2023 update dw. Further information were provided that the event is related to an ar-2652cl with the lot: 5262127.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-2652cl due to the damage to the device. Visual evaluation noted that the plate is broken in half. The thickness of both halves was measured using a point micrometer and found that the dimensions were 0.090 and 0.092 which are in tolerance of the specified 0.090 ± 0. 005.the width of both halves were measured using a caliper and found that the dimensions were 0.380 and 0.381 which are in tolerance of the specified 0.380 ± 0.005. The most likely cause for the reported failure can be attributed to a patient-specific event. Refer to the investigation photos.